Manufacturer narrative:
As reported, leaking was observed from the hub of a 6f .070-inch judkins left (jl) 3.5 55¿125cm vista brite tip guiding catheter. There was no reported patient injury. The intended procedure was a percutaneous coronary intervention (pci) procedure. The device was stored on standby in the lab, with no damage to the packaging or anomalies noted upon removal or during handling. Pictures were received for review. The device was not returned for evaluation as anticipated. One file containing six images was provided for review. The first two images show the device labeling. The third and fourth images show the hub of a vista brite tip guiding catheter. Dark material, appearing light red in some areas, can be seen on the hub and strain relief. The last two images show the distal portion of the device, where the radiopaque distal tip appears compressed. The distal tip also shows discoloration similar in appearance to that observed on the hub and strain relief. The material may represent dried or oxidized blood. Seven photos were attached to event-2025-17911. The graphic material shows a 6f guiding catheter jl 3.5 from lot 18245028 and ref 670-002-00. No damage on the hub or the strain relief could be identified, only blood residue was noted. A slightly compressed distal tip could be observed in the images. No other anomalies or notable details were observed in the images. A product history record (phr) review of lot 18245028 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub ¿ leakage¿ could not be substantiated because the device was not returned and this malfunction was not seen in the provided images. The only damage noted in the image review was a compressed distal tip and the root cause cannot be determined. The device IFU does not include specific instructions regarding hub leakage or compressed tips. However, discontinuing use of a damaged product is stated in the product labeling. Labeling was reviewed and found adequate to its intended scope. Based on the information provided, image review and phr, there is no evidence to suggest this event is related to design or manufacturing issues therefore, no further actions will be taken at this time.

Event description:
The device was not returned for evaluation as anticipated.

Manufacturer narrative:
The event date was updated to july-31-2025. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, leaking was observed from the hub of a 6f .070-inch judkin's left (jl) 3.5 55¿125cm vista brite tip guiding catheter. There was no reported patient injury. The device is expected to be returned for evaluation.